Manufacturer narrative:
Device evaluation: the stent remains in the patient and delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 679 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated a 2.5x15mm, 100% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of a taxus express 2 3.0x24mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The patient was discharged 4 days later on aspirin and plavix. Six hundred and seventy-nine days after the index procedure, a coronary artery bypass graft (CABG) procedure was performed bypassing the prox lad. The relationship of the CABG to the taxus stent was noted as "unknown." The patient was discharged 9 days later without complications.